Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 72 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aortic neck has a 25 degree angulation, is 26 mm in diameter and is 20 mm in length. There is disease progression with aortic neck dilatation. The iliac distal fixation is 50 mm on the left and 45 mm on the right. It was reported that a recent CT demonstrated that the stent graft has migrated 20 mm, and there are no endoleak present. The physician elected to implant a 28 aneurx aortic cuff, which is 30 percent over sizing and the migration was resolved. No additional clinical sequelae reported, and the patient is fine.

Manufacturer narrative:
(B)(4): evaluation results: (migration), (disease progression with aortic neck dilatation).